Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Respond edge study. It was reported that moderate aortic regurgitation occurred. The patient was enrolled into the respond edge study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was not on a prior regimen of antiplatelet medications. A loading dose of 300 mg of aspirin was given one day prior to the index procedure. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). One day post index procedure, the patient was discharged. In (B)(6) 2021, 355 days post index procedure, transthoracic echocardiogram was performed and revealed moderate aortic regurgitation.